Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they were having difficulties with registration and were not able to obtain a registration accuracy below 2.6. Technical services (ts) had the site restart registration and trace until the minimum trace points were obtained. Ts then had the site trace in short bursts until desired accuracy was obtained. The site was able to obtain a 1.7 accuracy metric and they were satisfied.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. According to the case description, the site was having difficulties with registration and were not able to obtain accuracy metric below 2.6 millimeters (mm). Archives were needed to check the registration patterns collected. However, as per the information provided on 13-may-2025, logs and archives were not available. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.